Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The initial lal implant was completed on (B)(6) 2022 with no complications. The initial lal with a lens power of 23.5d. At the postop day 1 visit, the patient's vision was: ucdva 20/200, mr +3.50 sph. At this time, the treating physician decided to have an explant in order to lower the refractive power. On (B)(6) 2022, the initial lal (power 23.5d) was explanted and another lal (power 26.0d, sn (B)(4) was implanted without complications. On (B)(6) 2022, during the postop day 1 visit after the second implant, the patient's vision was ucdva 20/50. The above information suggests that there were no issues with the initial lal that was explanted, instead, the initial lens power choice was not a good fit for this patient. Once the appropriate lens power was chosen, the patient's vision improved. The explanted lens (sn: (B)(4) is currently undergoing evaluation by rxsight. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal) has been explanted prior to any light treatment due to the patient having a large refractive error of +3.50 sphere. The explanted lal had a power of 23.5d. While the second lal that was implanted had a power of 26.0d. Rxsight's first awareness of the event was on (B)(6) 2022.